Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a290, serial/lot#: (B)(6), ubd: 18-nov-2019, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for non-malignant pain. The reason for call was caller stated that since being implanted with their current ins, patient has felt that their stimulation isn't as "crisp" and "sharp" as it was with their previous ins and feels "dull". Currently patient was around 1.2 ma, 450 pulse width (pw), 50 rate with a bipole near the top of the lead (placed cervically). Caller stated they are attempting to capture patient's arms and avoid their legs. Reviewed voltage vs. Current mode, how pw and rate affect patient's perception of stim and suggesting adjusting those parameters. During reprogramming to decrease pw and increase rate, patient felt like their hand was asleep and was getting significant positional stim (or lack thereof) when they moved their head. Caller also mentioned that x-rays showed the lead had moved 2 vertebral bodies but when they mentioned that to the healthcare provider (hcp), the physician didn't believe that was possible. Caller didn't know when the lead had moved. The issue was not resolved through troubleshooting. Reviewed to continue adjusting settings to see if they can recapture the "crisper" and "sharper" feeling of stim for that patient and that positional stim may not be able to be resolved with cervical lead and a lot of movement occurring.